Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation resulting in aborting the procedure. A brief description from the surgery center indicated the patient moved during the femto flap resulting in a creation of a thin linear skip line of a non-ipenetration, and was unable to dissect the flap centrally. Therefore, the surgery center was unable to lift the mid-section of the flap. The patient understood explanation of not being able to continue with the flap ablation. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -1.25 x -.75 x 175, left eye pre-op 20/20 -1.00 x -.50 x 0.